Manufacturer narrative:
The UDI number is unknown as the part number was not provided. The device was not returned for analysis. The lot history record or similar complaint review was not performed as no device/lot information was provided. Based on the available information, a definitive cause for the reported difficult to remove the gripper line could not be determined. It should be noted that in the instruction for use mitraclip system manual states: grasp one of the free end if gripper line. Pull the gripper line coaxial to the grippe lever confirms the line moves freely and slowly remove the gripper line. If resistance is noted stop and pull the other free end to remove gripper line. Maintain at least 1 cm between dc tip and the clip while slowly removing the gripper line. As it was reported gripper line was then pulled with an increased force and resulted in torn gripper line, the reported gripper line break appears to be due to user error and improper or incorrect procedure or method was due to user deviating from IFU. There is no indication of a product quality issue with respect to manufacture, design, or labeling. 2017 is added to capture the additional force applied while pulling the gripper line.

Event description:
This is filed to report gripper line break and difficulty removing the gripper line. It was reported through a general comment that a mitraclip procedure was performed to treat mitral regurgitation. Grasping was performed, but while attempting to remove the gripper line, resistance was noted. The gripper line was then pulled with more force, causing it to break. No additional information was provided.